Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # m54c3a. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: were any staples deployed prior to the device stopping? Yes. Did the device cut prior to the device stopping? No information. Just to confirm, did the device deliver any staples or a cut line before stopping? No information. If yes, were the cut line and staple line equal in length? No information. What was the appearance of the deployed staples (b-formation, irregular, legs straight)? The deployed staples were unformed. How was the locked device removed? No information. The analysis found that one pce60a device was returned in good visual condition and with an ecr60g partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The reported event could not be confirmed as no partial fire was noted during testing.

Event description:
It was reported that during a semi-open pneumonectomy, the knife stopped soon at the proximal end at firing on the lung. The cartridge was green. Some unformed staples were deployed. Another device was used to complete the case. There were no adverse consequences to the patient.